Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter tip was broken. The following information was provided by the initial reporter: it is observed the catheter's tip opened in its tip. The staff raises and lows the catheter and it breaks the tip. The catheter in its tip is found in bad conditions. It is observed rupture in its distal end (catheter tip) split into two. Prior its use, when it was opened to be prepared to procedure.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause due to the poor resolution. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter tip was broken. The following information was provided by the initial reporter: it is observed the catheter's tip opened in its tip. The staff raises and lows the catheter and it breaks the tip. The catheter in its tip is found in bad conditions. It is observed rupture in its distal end (catheter tip) split into two. Prior its use, when it was opened to be prepared to procedure.